Manufacturer narrative:
(B)(4).

Event description:
New information identified the previously reported anomaly as a lead fracture.

Event description:
It was reported that an unspecified malfunction of the lead had occurred. No patient symptoms were reported. The lead was explanted and replaced on an unknown date. The patient was noted to be in good condition following the procedure.